Manufacturer narrative:
Device used for treatment, not diagnosis. Patient ID & dob not provided for reporting. The 510k: this report is for an unknown nail head elements /unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). (B)(4) -- used for: the patient underwent additional incision under anesthesia, and the neck bolt (part # unk) in question was removed and artificial bone head (part # unk) was implanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that on (B)(6) 2018, (orif) open reduction internal fixation was applied to patient who suffered from proximal femoral neck fractures as a severe emergency case. On unknown date after the surgery, her bone head was no bone union and had been displaced to the internally inverted position. On (B)(6), revision was performed. At that time, the patient underwent additional incision under anesthesia, and the neck bolt (part # unk) in question was removed and artificial bone head (part # unk) was implanted. The patient is still hospitalized. Per surgeon, during the first surgery, compression might have resulted in the shorter neck bolt, which lost enough capability of fixing fractured areas. This report is 1 of 3 for (B)(4).

Manufacturer narrative:
Investigation summary: there is no allegation of device defect, deficiency or surgical technique error associated with this complaint. As there is no device malfunction alleged and no associated surgical technique error, a dcrm review will not be completed as it is outside of the scope of the dcrm. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.